Manufacturer narrative:
F/u with the customer indicated the entire load process was successfully completed with a new cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer had gone through 30 units during fill tubing but had not seen insulin drip out. The customer's blood glucose level was slightly elevated (201 mg/dl).